Event description:
A ruptured small volume folfusor was reported. This occurred during patient use, the drug being administered was non-baxter. There were no clinical consequences to the patient. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14h016 was manufactured august 6, 2014- august 7, 2014. The device was received for evaluation. Visual inspection on the device noted a ruptured reservoir. A microscopic inspection was performed for the reported conditions and as a result, markings located on the exterior surface of the reservoir were observed near the rupture line. The reported condition was verified through visual inspection. The direct cause could not be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The rupture occurred sometime between (B)(6) 2014. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.